Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (b)(2022, the patient developed symptoms of rash, redness, inflammation, and pimples underneath the area of the sensor pod. The patient again consulted with a doctor who disinfected the area, provided unspecified IV medication, and prescribed pain reliever dafalgan (two pills a day) and the oral antibiotic amoxicillin (three times a day). The patient also underwent an x-ray at the affected site, but nothing was found inside. At the time of contact, the patient was reportedly feeling pain in both his arms where the sensors had been inserted, from the elbow to the shoulder. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).